Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump has been experience weak battery alarms for the past two weeks. He also received a failed battery test the other day, and another one yesterday was well. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer confirmed that they did not drain the battery with backlight usage, unattended alarms, or frequent uploads. A battery cap was sent to the customer but the battery issues continued despite the new battery cap. The customer confirmed the most recent new battery did not last a week. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was monitored and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents. The pump also passed the self test, unexpected restart, and off no power tests. No unexpected failed battery test alarms were noted. No unexpected low battery alerts were noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.